Manufacturer narrative:
(B)(4). This is an initial report. An investigation is in process. A follow-up report will be submitted when the investigation is complete.

Event description:
The account stated that the architect troponin reagent has generated false positive results on 3 patient samples. On patient #3, the troponin result was 0.036 ng/ml, the myoglobin was 36.4 ng/ml, the ck result was 128 u/l. On (B)(6), 2010, the troponin value was determined to be < 0.010 ng/ml (reference range 0.00.0.30 ng/ml). There was no adverse impact to patient management reported.